Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for dystonia. It was reported that the patient's therapy was turned off, and this was a sudden change in therapy. They had been shaking for the whole week and had been uncomfortable trying to sleep because their leg kept pulling. Their neck had been pulling as well. Patient services assisted the patient in turning their therapy back on. Their patient programmer read "on, ok, 100% charge". This resolved the reported issue. The caller was directed to follow-up with their healthcare provider for further concerns regarding their therapy. No complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating their ins had died. When they turned it back on they were back to normal and feeling relieved that their dbs was working.